Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 167782: (B)(4) items manufactured and released on 17-jan-2017. Expiration date: 2021-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviews performed on (B)(6) 2020: moto partial knee 02.18.002rm anatomical femoral component cemented s2 rm (k162084) lot 173332: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 2022-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee 02.18.tf2.rm tibial tray fix cemented s2 rm (k162084) lot 170790: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 4 months after primary surgery, due to signs of infection and the pathogen is escherichia coli. The surgeon performed a washout, removed all components, and implanted a femoral component and insert with antibiotic cement to act as a spacer. The surgery was completed successfully.